Event description:
Customer reported being hospitalized due to high blood glucose levels. Customer fell asleep at the wheel. Troubleshooting was performed and pump appeared to be functioning properly.